Manufacturer narrative:
There was a compromised force sensor system alarm during the basic occlusion test due to loose drives support disk. The device was unable to perform the occlusion, prime, and excessive no delivery test due to the compromised force sensor system alarm. The device had a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call compromised force sensor system alarm message on the insulin pump while priming. Customer's blood glucose level was 316 mg/dl. Troubleshooting for the alarm on the insulin pump was performed. Troubleshooting for prime rewind was also performed. Customer could not recall any significant events leading to the alarm message. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.